Event description:
It was reported by the user facility that a saline bag refilled during recirculation. There was no patient involvement.

Manufacturer narrative:
Additional attempts to the technician have been made with no additional information provided. This MDR includes all event information received to date. Investigation findings to date indicate the reported malfunction occurred during recirculation and prime (machine set up), and not during dialysis mode. The user visually observed the saline bag refilling with dialysate during circulation. This report is being investigated by the MFR via a CAPA. The investigation is pending, a supplemental MDR will be filed at the completion of the investigation.